Event description:
As reported by the exactech vantage total ankle study, approximately 5 days post the initial right total ankle replacement, the patient had a very strong pain behind their knee and was instructed to come in for an evaluation. An ultrasound vascular exam found a superficial thrombosis of a long segment (10cm) in the small saphenous vein. The patient's medication was switched and they have experienced no issues since. The outcome is considered to be resolved.

Manufacturer narrative:
D10: 03-pmr-15-0003 - prim+ tib-r-15mm-sz3: (B)(6), 350-24-23 - vit e liner-r-sz 3-8mm: (B)(6), 350-02-03 - talar implant sz 3 rt: (B)(6), 03-cmb-lc-0003 - p/p+ locking clip - sz3: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.